Manufacturer narrative:
Initial reporter address: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified foreign matter was found in revaclear 300 before patient treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and brownish particulate matter was noted in the pur potting. The particulate matter were several fiber rests potted in pur. The reported event was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.